Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that pt reports that stim is turning off spontaneously. Last device interrogation showed nothing anomalous. Rep turned stimulation back on and issue was resolved. No patient symptoms were reported.